Event description:
Event description cpi received information that this implantable pulse generator(ipg) was explanted after approximately 22 months for battery depletion. It was indicated that the output parameters were set to high outputs.